Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had something stuck in the channel. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. We could not confirm the reprocessing status due to the customer stating it was unknown. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): -inspection of the endoscopic system olympus will continue to monitor field performance for this device.